Manufacturer narrative:
Date of event: date patient pain began is not known. This report is for an unknown quantity of unknown 2.7mm metaphyseal screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure of her lower right tibia and fibula on (B)(6) 2018, due to pain and discomfort. The patient was originally implanted with two (2) plates and eighteen (18) screws on unknown date. The tibia plate and ten (10) of the screws were implanted in the patient¿s tibia, while the fibula plate and the remaining eight (8) screws were implanted in her fibula. The screws were reported to be a combination of 2.7mm variable angle (va) locking screws, 2.7mm metaphyseal screws, 3.5mm va locking screws and 3.5mm cortex screws. It is unknown which of the screws were implanted with what plate and the individual quantity of each type of screw is unknown. During the (B)(6) 2018 procedure, a stardrive screwdriver was discovered to be broken. Due to this discovery, the surgeon decided to cut the head of the screws off in order to remove the plates. The surgeon was able to remove the tibia plate using this method; however, the shafts of two (2) of the screws remain in the patients tibia. Another stardrive screwdriver was used to remove the remaining implants, successfully completing the procedure. There was a reported one-hour delay as the surgeon attempted to complete the surgery without a screwdriver. The patient was reported to be in good condition following the procedure. The broken stardrive screwdriver and the two (2) screw shafts embedded in patient is addressed in (B)(4). This report addresses the removal procedure due to pain. This report is for an unknown quantity of unknown 2.7mm metaphyseal screws. This is report 4 of 6 for (B)(4).